Manufacturer narrative:
Supplemental correction report needed for UDI number change from (B)(4)'.

Event description:
It was reported that the patient presented in the operation room due to an insulation anomaly noted by the physician on the right atrial lead. The lead was capped and the patient was downgraded to a single chamber pacing system. The patient was stable during and post procedure.